Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she was unable to communicate with her ipg via the programmer and charging system, and she subsequently lost stimulation. Efforts to establish communication with the pt's ipg via a replacement programmer and charging the system were also unsuccessful. Surgical intervention will be undertaken to replace the pt's ipg; however, a date for the procedure has not been set.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.